Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that daughter experienced high blood glucose. The customer¿s blood glucose level was above 400 mg/dl. The customer was treated with manual injection. The customer did experienced the symptoms such as nausea vomiting, abdominal pain, diarrhea. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.